Event description:
On (B)(6) 2012, the distributor contacted animas alleging a load step malfunction: the cartridge is not being recognized . This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
(B)(4): the black box shows one 'no cartridge detected' and multiple unexplained 'occlusion' alarms on the reported failure date. During the "load" step, pump was unable to detect the cartridge; unable to take force sensor calibration reading. The pump was opened for inspection and a misaligned analog multiplexer component used in the force sensor circuit was found on the printed circuit. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.